Event description:
During a laparoscopically assisted vaginal hysterectomy procedure. Reportedly the instrument did not fire properly and was difficult to open. The surgeon used another device to complete the procedure. No pt injury reported.